Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the connector of defibrillator. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed lead insertion into the associated device was difficult. All dimensions of the connector measured within specification. The cause of lead insertion anomaly remained undetermined.